Event description:
It was reported that stent did not fully expand post deployment. The target lesion was located in the left superficial femoral artery. A 7x80x120mm epic vascular stent was advanced for treatment. However, it was noted that the stent failed to fully expand. Secondary stenting was performed to complete the procedure. No patient complications were reported.